Event description:
It was reported by customer that he cleared plastic hub which the insertion wire goes through is both leaking air and fluid. When he drew back to check for blood flow, air gets pulled into syringe. When he flushed tbe saline squirts out around wire. It is more than just a bubble or two of air. I observed between 2-3 cc of air drawn up into flush syringe. It was not due to a loose hub. Unable to quantify amount of saline that leaks out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.